Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v186426, implanted: (B)(6) 2009, product type: lead. (B)(4). Information indicates that one lead has a problem. It is unknown which of the implanted leads is the concern. See mfg report #6000153-2016-00364 for the report on the other potential lead.

Event description:
Information received from the manufacturer's representative reported that an impedance check that was run (at 0.7 volts) on the patient's implantable neurostimulator (ins) showed high impedance (>3600 ohms) on electrode #12 on one of the lead components. This electrode was active in 2 of the programs within group a which was in use by the patient. It was unknown what led up to the event issue. Reprogramming was performed to avoid the affected electrode. No surgical interventions occurred or were planned. The patient status at the time of report was noted as "alive - no injury". Indication for use for the implanted device was noted as chronic low back pain. If additional information is received, the event will be updated.